Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be downloaded. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to a high draw. The motor was replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a red screen with numbers on it, the pump was powered up on biomed and it started beeping and displaying fault (B)(4). There was no patient involved.